Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 19 august 2019 for MDR reportability. On (B)(6) 2016, the patient underwent left knee arthroplasty due to osteoarthritis. The surgeon noted the patient was awakened and transferred to the recovery room in stable condition, reporting no intraoperative complication. Attune knee system was utilized in the procedure. Competitor cement was utilized in the procedure. On (B)(6) 2018, the patient underwent a left knee revision due to loosening, and metal allergy. The surgeon indicated he removed the tibial component with almost no effort, and there was no cement adherence at the tibial component to cement interface. Surgeon offered no allegations against the femoral nor patella components. The surgeon reported no intraoperative complications. All competitor components were implanted during this revision. Doi: (B)(6) 2016, dor: (B)(6) 2018 (lt knee).